Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated recoverable fault 32101 that would not resolve. The user attempted a hard reboot and emergency power off (epo) on the patient side cart (psc), but the error reappeared immediately upon startup. The tse reviewed the onsite logs and identified that the error was related to a high-side switch error on axes controller platform (acp) 4, pointing to a +48v issue with the shoulder motor. Despite these efforts, the issue persisted, leading the user to bring in another patient side cart (psc) to proceed with the procedure. The user aborted the procedure to another dv system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced axes controller platform (acp) 4 due to repeating error 32101. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp was analyzed and in artemis, error 32101 was found indicating that the fault occurred in the field. During visual inspection, no issues were found related to the reported event. The acp was installed in the golden system and upon power on, the system failed with error 32101. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that acp failure was the root cause of the reported issue.